Event description:
The customer reported a false positive alinity I stat high sensitive troponin-I result for one female patient. The following results were provided (customer¿s normal range for females = < 16 ng/l): on (B)(6) 2024 sid (B)(6) : initial troponin-I result ran on (B)(6) = 28.3 ng/l (positive) the sample was sent to beckman due to the positive result. The sample was tested with the beckman platform and generated a result of 4 ng/l (negative). The customer took the sample and hard spun it and ran it on both alinity I analyzers on site. The following data was provided: on (B)(6) 2024 sid (B)(6) : result on (B)(6) : 0.8 ng/l (negative) results on (B)(6) : 0.3 and 0.4 ng/l (negative) there was no impact to patient management reported.

Manufacturer narrative:
A1 - patient identifier: (B)(6) (the complete sample ID). All available patient information was included. Additional patient details are not available. E1 - postal code: a leading zero was added to the field because the system requires a minimum of 5 digits in the postal code field. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Additional information provided on 19apr2024, updated section a1 to multiple: sample ID (B)(6) and sample ID (B)(6) (same patient different sample collections) additional information provided, updated b5 - describe event or problem updated information in d4 - primary UDI number this report is being filed on an international product, list number 08p13 that has a similar product distributed in the us, list number 04z21 . The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the reagent lot performs as expected for this product. The review of tracking and trending did not identify any related trends for the complaint lot or complaint issue. A review of the device history record did not identify any non-conformances or deviations associated with lot 57596ud00 and complaint issue. Customer field data was used to assess the performance of the alinity I stat high sensitive troponin-I assay using worldwide data. Review shows that the median of the patient results obtained for the lot 57597ud00 (which contains the same bulk material as lot 57596ud00) is within established limits and comparable with historical lots in the field, confirming no systemic issue for the lot. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified for the alinity I stat high sensitive troponin-I reagent lot 57596ud00.

Event description:
The customer reported a false positive alinity I stat high sensitive troponin-I result for one female patient. The following results were provided (customer¿s normal range for females = < 16 ng/l): on (B)(6) 2024 sid (B)(6) : initial troponin-I result ran on ai23019 = 28.3 ng/l (positive) the sample was sent to beckman due to the positive result. The sample was tested with the beckman platform and generated a result of 4 ng/l (negative). The customer took the sample and hard spun it and ran it on both alinity I analyzers on site. The following data was provided: on (B)(6) 2024 sid (B)(6) : result on ai23109: 0.8 ng/l (negative) results on ai23107: 0.3 and 0.4 ng/l (negative) additional information was provided on 19apr2024: sid (B)(6) : first result of the patient that was generated on ai23109 was 1.8 ng/l (negative) at 11:35:15am on (B)(6) 2024. There was no impact to patient management reported.